Manufacturer narrative:
(B)(4)

Event description:
A problem was reported. Company representative reported patient had a pump implanted two days ago and it was filled with 5 mg/ml morphine. The hcp was not sure if the pump was filled with 5 mg/ml or 0.5 mg/ml. Hcp was planning on refilling the pump with 5 mg/ml concentration. No patient symptoms or outcome were reported. Later hcp reported patient not been seen by dr. (B)(6) since (B)(6). Indicated patient been seen by dr. (B)(6). The system was used to deliver morphine. If additional information becomes available a report will be provided.